Event description:
It was reported that a flo-gard infusion pump presented an f-37 alarm. It is unknown at what step in the process this event occurred. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Functional testing and battery testing did not identify any issues related to the reported condition. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.